Manufacturer narrative:
G4:01mar2021. B4:13mar2021. The philips field service engineer (fse) confirmed the reported issue and replaced the front bezel assembly to resolve the reported issue. The device passed performance assurance testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 18feb2021.

Event description:
It was reported to philips that the device had a navigation ring that was not responding. The customer stated that changes could only be made via the touchscreen. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.